Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon burst occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous left anterior descending artery. On the first inflation the physician used the 2.5 x 20 mm maverick over the wire balloon to predilate and the balloon burst at fourteen atms. Went in with another of the same balloon and placed a 2.5 x 24 taxus liberte stent. The pt status is listed as ok with no complications reported.